Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally programmed and began delivery of a bolus for a dosing of 20 units when attempting to input a carbohydrates value of 20 grams. Reportedly, the customer stopped the insulin delivery and verified that 5 units of the 20 units had been delivered. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined tandem technical support's offer to follow-up to ensure blood glucose levels remain within target range.